Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "a programming error generated overdose during a pca infusion method. No serious consequences for the patient. The incident took place because the nurse did not allow the protocol and has not programmed the pump using the "dose calculation" but following the path 'ml/h'. Pump treatment information:unknown. Type of drug:unknown. Delay in therapy:no. Need for medical intervention:no. Patient involvement: yes. Human harm: yes, no details."